Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During the second treatment in the 95% stenosed circumflex artery with a diamondback coronary orbital atherectomy device (oad), an unexpected noise was heard. The device was then retracted, and imaging indicated no vascular abnormalities. A third treatment was completed. A perforation was identified in the circumflex artery following retraction of the oad. The perforation was stented with two covered stents. The patient was monitored and then discharged home.